Manufacturer narrative:
No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error during the incorrect placement of the graft. Our instructions for use indicate that the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy from the distal thoracic to the superficial femoral arteries.

Event description:
In 2005, male patient underwent aaa repair. Products used were one main body graft and two iliac leg grafts. The physician had put the iliac leg grafts in thinking he had enough coverage, but the graft did not cover enough of the common iliac. As a result, there was a distal type I endoleak, so the patient underwent additional procedure in 2006. Another iliac leg graft was used to repair the endoleak.